Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('in a lot of pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and swelling ("swelling"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the pelvic pain and swelling outcome was unknown. The reporter considered pelvic pain and swelling to be related to essure. Concerning the injuries reported in this case, the following were reported via social media report: pain, swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('in a lot of pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and swelling ("swelling"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the pelvic pain and swelling outcome was unknown. The reporter considered pelvic pain and swelling to be related to essure. Concerning the injuries reported in this case, the following were reported via social media report: pain, swelling. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.